Event description:
Optease venacava filter inspected and it would not deploy. Filter retrieved and another one placed, and it also did not deploy. Assisted by interventional radiologist to retrieve filter. No harm to patient, but extended or time.